Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating sheared off. The chronic totally occluded target lesion was located in the anterior tibial artery. A 300 cm straight tip v-14¿ controlwire® was advanced to cross the lesion with the support of a balloon catheter. However, the wire coating sheared off the tip causing the sticking and issues with the balloon. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR.: visual inspection of the device revealed it has distal tip damage, as the tip was peeled and kinked. Dimensional inspection of outer diameter (od) of middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire coating sheared off. The chronic totally occluded target lesion was located in the anterior tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion with the support of a balloon catheter. However, the wire coating sheared off the tip causing the sticking and issues with the balloon. No patient complications were reported.